Event description:
Boston scientific received information that this lead exhibited loss of capture and was found to have dislodged. As a result the physician chose to explant and replace the lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead¿s distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery as well as inappropriate use of the fixation tool should be taken into consideration. Further visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.